Manufacturer narrative:
No device returned.

Event description:
Cap easily separated from the syringe sleeve, when the plunger was pulled back. This allowed the syringe to disengage and injection did not occur in the appropriate way.